Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased down button dome switch. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 176 mg/dl when the button error alarm occurred. Customer also stated they had restarted their phone, but the alarm persists. It was also found the customer's button was scratched. The customer could not recall any significant events leading to the alarm. Customer's blood glucose was 91 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)